Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient had been having constipation since the day of their evaluation and was taking over the counter medication for it, and had a successful bowel movement the day of the report. Patient stated their nightly voiding had been worse since the evaluation. Patient was having leaks without any urgency to go void and was waking up wet through the night. Patient mentioned they were not emptying completely when voiding, which was causing more frequency. Patient changed from program 1 to program 2. Patient had been more tired than usual and had been waking up more. The stimulation was increased after the program was changed. It was noted that patient was having a weak stream and a single stream and it was slow and ends up dripping. Patient wanted a strong stream to feel like emptying completely. No further complications were reported.